Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal one tampon out of five separate boxes fell apart leaving pieces inside. She believed she was able to remove the remaining tampon pieces. She experienced vaginal cramping. She stated she douches after the end of every cycle and that is when she noticed the tampon piece. She has had continued cramping and was going to make a doctor appointment. Multiple attempts have been made to obtain further information. No further information has been received.